Event description:
It was reported that during an acl procedure. During the insertion of the bone block from the graft into the femoral tunnel that the bone block split longitudinally. Graft had to removed fully from the knee so the piece of bone could be excised, graft then passed through both tunnels with ease. Tunnels were prepared and smoothed appropriately and no impingement at the tunnels were observed. No patient injury was reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.